Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up #2, date of submission 10/28/2013. Device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2013 with the following findings: the keypad was observed to be fully intact with no evidence of peeling or damage. The contrast, up, down, and ok buttons responded to testing. The keypad was removed to investigate and contamination was observed under the contrast, down, and up contact buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter reports buttons on the keypad are all not responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.